Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. A review of the medical records and CT images by a clinical representative confirmed that the bifurcated device and the superior extension were nearly separated; however, based on the information available the cause of the reported endoleak could not be determined. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Event description:
It was reported that approximately 23 months post-implant of a bifurcated device and an infrarenal aortic extension, a follow-up computed tomography scan revealed a type iii endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with two infrarenal aortic extensions, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.